Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in inappropriate ventricular fibrillation (vf) episodes. During one of the episodes, inappropriate anti-tachycardia pacing (atp) was delivered. Additionally, technical services (ts) noted the atrial intrinsic amplitude was out of range. Ts discussed with the health care professional (hcp) to determine if the patient underwent a procedure that could correlate with the reported episodes as well as further evaluation. No adverse patient effects were reported. This device remains in service.